Event description:
The customer reported that the system's flip flop turn wheel was difficult to turn and made a noise. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The positions of the steering spring and the flip-flop brake handles were adjusted. The system was tested and found to be working as intended and put back into service.